Manufacturer narrative:
Product event summary: it was reported that two critical battery alarms were recorded in the log files. The shelf life requirement, for the battery pack, is one (1) year from the manufacturing date. As a result, and upon further review of the investigation, it was determined that the batteries related to this complaint have been in storage for longer than one (1) year from the last time of use and are not suitable for testing. An extended storage period of greater than one (1) year can cause the batteries to irreversibly degrade in performance that can lead to erroneous test results. Additionally, lithium-ion batteries in storage for prolong periods of inactivity may pose a safety risk. Therefore, the investigation will be conducted with relevant available information. Review of the batteries' manufacturing records confirmed that the associated devices met all requirements for release. Log file analysis was not conducted since log files covering the event date were not available. Applicable risk documentation and experience with events of similar circumstances were considered; events with critical battery alarms can be attributed to communication errors between the controller and batteries or can be due to the patient allowing the batteries to deplete below 10% relative state of charge (rsoc). This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿battery. Battery / (B)(4)/ model #: 1650de/ expiration date: 2015-12-31. (B)(4). Return date: 2016-06-09. Mfg date: 2014-12-19. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two batteries had "critical battery" alarms that were noted upon review of the log files. The batteries were exchanged. No patient complications have been reported as a result of this event.